Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary- clinical symptoms (hematuria): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hematuria, hemolysis): hemolysis testing and visual confirmation of the returned pump confirmed no issues; however, the data log and clinical details were not sufficient to derive the cause of hemolysis. Device in wrong position: no abnormalities were confirmed related to positioning issues on returned pump. The cause of the positioning issue could not be determined due to insufficient clinical details. Product damage (catheter kink): product damage was not present on the returned product. The cause of the catheter kink issue could not be determined due to insufficient clinical details. Device history lot- device batch: 1962553 device history batch- subcomponent lot: na. Device history review- the pump sn : (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support developed frank hematuria. Transthoracic echocardiography was performed and impella was retracted and redirected with clockwise torque to mid-ventricular cavity. Impella measured at 4.3. Hematuria was beginning to improve. Intensive care unit team was also working on reducing the afterload to also help with the hematuria. Heparin was held after noticing hematuria. Impella was repositioned again, more anteriorly directing towards the mitral apparatus as hematuria continued. The impella was now in the midventricular space measuring 4.5 cm. The next day, hemolysis was noted that increased when the 5.5 flow was increased from p4 to p6 upon extracorporeal membrane oxygenation (ECMO) decannulation. The 5.5 was repositioned during ECMO decannulation. On day six of impella support, impella in aorta alarm occurred. Position was evaluated and repositioned was attempted but unsuccessful. The catheter was kinked. Impella was removed. The patient was stable and survived.